Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: a piece of the top ring came off and fell into the pt cavity. The dr was able to remove the piece from the pt cavity. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).